Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible migration'), salpingitis ('mild chronic salpingitis'), embedded device ('separate 0.2 x 0.2 cm fragment of metal embedded in myometrium'), uterine leiomyoma ('fibroid tumors') and basedow's disease ('graves disease') in a 32-year-old female patient who had essure (batch no. 625503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and diabetes mellitus. The patient was african american. Concurrent conditions included urine output decreased (frequency of urination patient has h/o uterine stent secondary to blockage. Stent removed but pain has return. Patient also complains of diminished urinary flow. Positive for back pain. Assessment/ plan urinary frequency kidney anomaly nec) since 2-dec-2008, obesity, kidney stones, asthma, hypertension, chest pain, pneumonia, acute sinusitis, joint pain, allergic rhinitis, palpitations, hemorrhoids, sleep disturbance, lumbago, weight gain, nephrolithiasis, flank pain and fatigue. Concomitant products included amlodipine besilate (amlodipine besylate) since 2006, levofloxacin (levaquin), lisinopril since 2006, metformin hydrochloride (metformin hcl) since 2017, metoprolol and vitamin d nos (vitamin d). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysuria ("bladder or urinary problems or changes- sometimes its painful and difficult to urinate and sometimes often") and pelvic pain ("pain pelvis area"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced back pain ("severe back pain") and dizziness ("neurological conditions or problems type: dizziness"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced nausea ("nausea") and weight fluctuation ("weight gain / loss"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced dysgeusia ("metal taste in her mouth"). In 2012, the patient experienced rash ("rashes or skin conditions type: rash on arms and legs"). In (B)(6) 2015, the patient experienced cholelithiasis ("gastrointestinal or digestive system condition type: gallstones"). In (B)(6) 2017, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain in extremity ("pain in her legs"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), mood swings ("psychological or psychiatric problems condition: mood swings"), fatigue ("fatigue"), basedow's disease (seriousness criterion medically significant), arthralgia ("pain hips/ pain joint area") and uterine pain ("pain uterus") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, uterine leiomyoma, back pain, pain in extremity, abdominal pain, dyspareunia, migraine, dysgeusia and basedow's disease had not resolved and the salpingitis, embedded device, vaginal haemorrhage, diarrhoea, menorrhagia, urinary tract infection, depression, mood swings, rash, dysuria, headache, nausea, dizziness, dysmenorrhoea, fatigue, weight fluctuation, cholelithiasis and pelvic pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, basedow's disease, cholelithiasis, depression, device dislocation, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, salpingitis, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: migration of essure device. Concerning the injuries reported in this case, the following ones were reported via social media "headaches, abdominal pain.¿ concerning the injuries reported in this case, the following ones were reported via patient medical record : embedded device, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible migration'), salpingitis ('mild chronic salpingitis'), embedded device ('separate 0.2 x 0.2 cm fragment of metal embedded in myometrium'), uterine leiomyoma ('fibroid tumors') and basedow's disease ('graves disease') in a (B)(6) year old female patient who had essure (batch no. 625503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and diabetes mellitus. The patient was african american. Concurrent conditions included urine output decreased (frequency of urination patient has h/o uteral stent secondary to blockage. Stent removed but pain has return. Patient also complains of diminished urinary flow. Positive for back pain. Assessment/ plan urinary frequency kidney anomaly nec) since (B)(6) 2008, obesity, kidney stones, asthma, hypertension, chest pain, pneumonia, acute sinusitis, joint pain, allergic rhinitis, palpitations, hemorrhoids, sleep disturbance, lumbago, weight gain, nephrolithiasis, flank pain and fatigue. Concomitant products included amlodipine besilate (amlodipine besylate) since 2006, levofloxacin (levaquin), lisinopril since 2006, metformin hydrochloride (metformin hcl) since 2017, metoprolol and vitamin d nos (vitamin d). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysuria ("bladder or urinary problems or changes- sometimes its painful and difficult to urinate and sometimes often") and pelvic pain ("pain pelvis area"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced back pain ("severe back pain") and dizziness ("neurological conditions or problems type: dizziness"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced nausea ("nausea") and weight fluctuation ("weight gain / loss"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced dysgeusia ("metal taste in her mouth"). In 2012, the patient experienced rash ("rashes or skin conditions type: rash on arms and legs"). In (B)(6) 2015, the patient experienced cholelithiasis ("gastrointestinal or digestive system condition type: gallstones"). In (B)(6) 2017, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain in extremity ("pain in her legs"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), mood swings ("psychological or psychiatric problems condition: mood swings"), fatigue ("fatigue"), basedow's disease (seriousness criterion medically significant), arthralgia ("pain hips/ pain joint area") and uterine pain ("pain uterus") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, uterine leiomyoma, back pain, pain in extremity, abdominal pain, dyspareunia, migraine, dysgeusia and basedow's disease had not resolved and the salpingitis, embedded device, vaginal haemorrhage, diarrhoea, menorrhagia, urinary tract infection, depression, mood swings, rash, dysuria, headache, nausea, dizziness, dysmenorrhoea, fatigue, weight fluctuation, cholelithiasis and pelvic pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, basedow's disease, cholelithiasis, depression, device dislocation, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, salpingitis, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Hysterosalpingogram in (B)(6) 2008: results: migration of essure device. Concerning the injuries reported in this case, the following ones were reported via social media headaches, abdominal pain¿. Concerning the injuries reported in this case, the following ones were reported via patient medical record : embedded device, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received: events "separate 0.2 x 0.2 cm fragment of metal embedded in myometrium, mild chronic salpingitis", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.